Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be in use at the time of the reported problem. No patient harm was reported. The customer informed the remote service engineer (rse) that a calibration had been attempted and the device was giving a bad touch detected message. The customer was unable to turn it off and the touchscreen was unresponsive. The screen was stated to be clean and without impact damage. The customer requested the replacement part information for the touchscreen. In a good faith effort (gfe) response received on 12/15/2022, the customer confirmed that the replacement touchscreen had been ordered and replaced. The issue was confirmed to have been fixed with the replacement touchscreen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.